Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - hearing impairment

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced a sensor error which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The day of the event the, while the dexcom device displayed a sensor error, the patient´s omnipod pump gave her an incorrect insulin dose. It was not reported whether pump was in automatic mode at this time but patient remembered that pump was giving incorrect dose. Because of this she couldn¿t hear well and almost passed out. The patient used siri to call emergencies, and paramedics, police and firemen were sent to her house. No blood glucose reading was reported from the event, but the patient was treated with intravenous dextrose, fluids, a glucagon injection, and glucose gel. The paramedics stayed for less than 1 hour, and the patient did not go to the hospital. At the time of the report the patient was stable. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.